Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a sleeve in the pipetting assembly of the problem area was stuck in the up position. The collet and sleeve were cleaned. The instrument was tested without further problem and returned to service.